Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on the patient information center ix indicating the speaker is not working and they could not hear any EKG alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer stated they could hear alarms from surveillance but not from overview. They confirmed they can see the alarms from overview. The rse remoted in and checked audio configuration and advised the customer to swap the speaker out with working one. If the problem persisted, the rse suggested to replace audio board in the computer. The customer responded back and confirmed the issue was resolved, but no additional information was provided as the good faith efforts were left unresponsive. The customer requested the case be closed. No further investigation or action is warranted at this time. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.